Event description:
It was reported that the sheath popped off while collecting labs. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual examination with the unaided eye showed the sleeve was missing from the needle, thus confirming the complaint. No further evaluation of this sample could be performed. Ten (10) reference samples from stock were used for functional testing. All samples were checked for leakage or pull off; no anomalies were noted and no discernable response of the sleeve was noted. Although complaint was confirmed based on the provided sample, the problem reported by the customer could not be replicated, based on samples from stock. The root cause of the reported issue could not be confirmed. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.